Event description:
The user facility reported a 74-year-old male patinet was implanted with an impella 5.5 device for mechanical circulatory support. The us complainant had a 5.5 being prepped and exhibited a position not reliable alarm. The team made choice to replace both the pump and the automated impella controller(aic).

Manufacturer narrative:
The device was returned and an evaluation was completed. No external damage or abnormalities were found on the returned pump. When the pump was connected to the aic, the ps spiked out of range and the placement signal not reliable alarm reproduced. The optical 5s parameters of the returned pump were out of specification. Optical continuity testing revealed optical fiber damage within the red handle at a significant optical lumen kink against the post proximal to the patient cable. Upon conclusion of the investigation, the cause was determined to be an out-of-box damaged optical fiber line. This report is being filed as part of a retrospective review of historical records.